Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the devices connecting cable is defective. The device was being used during surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred related to the event. No add'l info available.